Event description:
On january 19, 2007, the lay user/pt contacted lifescan alleging an "error 2" with his one touch ultra meter. The pt has had the meter for "years" and usually tests once in the morning and sometimes at night. He also takes humulin and 500 mg metformin. The pt stated that he was having intermittent "error 2" on his meter for about a week prior to event date, however, he stated when he was able to obtain a reading he was running "high in the 200's mg/dl." He did not remember when he last obtained a successful meter reading. Even though the pt was unable to test on his meter consistently, he continued to take his medications as usual. On event day, the pt developed symptoms of dizziness and difficulty walking and took his usual morning medications around 8-9am. When the medical affairs specialist spoke with the pt, ten days later, he stated that he did not remember if he tested on the meter while experiencing these symptoms; however, during the initial call with the customer care advocate (cca), he reportedly did not test before, during and/or after experiencing the symptoms. His son took him the emergency room (ER) sometime before noon that day where he obtained a "348 mg/dl" on the ER's meter and was given a pill for his heart. He was not sure if he received any insulin. The pt was released later the same night. The cca verified that the test strips were in good condition and the correct testing technique was used. The cca walked him through troubleshooting the error message, however, the error message persisted. This complaint is being reported because the pt had higher than usual blood glucose levels some time after not being able to test on his meter consistently for about a week. It is not clear his symptoms were related to being hyperglycemic as he only remembers receiving treatment for cardiac issues. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.